Event description:
Initial complaint received per phone from health care professional that device was "malfunctioning," device was being explanted and requested information on how to return the device for analysis. Repeated requests for information for both the pump and patient were made. One staff member at the user facility provided "doesn't know for sure what's wrong - replaced the 'wire', changed the location of the catheter - put in new catheter -changed position on the pump - still didn't work so changed the pump. Reported a dye study - put fluid in it and it did fine both times (with original 'wire' and replaced 'wire' it worked fine.) Waited a couple of months but still didn't work for pt." Multiple attempts were made to verify this information with health care professional - no follow-up provided by health care professional.